Manufacturer narrative:
Follow-up info was received on (B)(4) 2013 in the form of quality assurance investigation summary. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Follow-up info was received on (B)(4) 2013 in the form of quality assurance investigation summary. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Arthritis, pain in left and right knee [arthralgia], right and left knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a pt (demographics not provided), initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml, route and frequency not provided into an unk location. The lot number of synvisc was not provided. On an unspecified date, the pt developed arthritis. The synvisc treatment was discontinued. The outcome for the event of arthritis was not provided. Concomitant medications were not provided. The intensity of the event of arthritis was not provided. The reporting physician did not provide the relationship between synvisc and the event of arthritis. Follow-up report was received on (B)(6) 2013 from a physician regarding pt info, product info and event info which upgraded the case to serious (arthritis assessed as medically significant by reporter). The pt was identified as (B)(6) female with initials (B)(6). The pt had gonarthrosis of both knees with kellgren and lawrence grade 2. On (B)(6) 2012, the pt initiated treatment with synvisc into the right knee. The lot number of synvisc was unk to the reporter. On (B)(6) 2012, as the injection in right knee had been effective (pain subsided), the pt received synvisc injection into both knees. On the same day, treatment with synvisc was discontinued. On (B)(6) 2012, the symptom of pain in right knee was reported to improve further. On (B)(6) 2012, the pt experienced significant pain in right knee. On the same day, 65 ml of joint fluid (slightly opacified) was aspirated from right knee and the pt was diagnosed to have arthritis. On (B)(6) 2012, the pt experienced pain in left knee. On (B)(6) 2012, the pt revisited the hospital and 70 ml joint fluid from left knee was aspirated by arthrocentesis. On the same day, loxonin (loxoprofen sodium) and mucosta (rebapimide) were prescribed. On (B)(6) 2012, the pain in both knees improved and no joint fluid was noted. As of (B)(6) 2013, the event of arthritis was reported to be alleviated. Concomitant medications included xylocaine (lidocaine hydrochloride) and kenocort-a (triamcinolone actonide). The intensity for the events of pain in the right knee, pain in the left knee, right knee effusion and left knee effusion was not provided. The reporting physician provided the relationship between the synvisc and event of arthritis as definite. The reporting physician did not provide the relationship between the synvisc and the events of pain in right knee, pain in left knee, right knee effusion and left knee effusion.